Event description:
Pt experienced pain and discomfort on the back of the ankle during full motion approx 15 weeks after debridement of achilles tendinopathy and application of orthadapt bioimplant; the bioimplant was subsequently explanted.

Manufacturer narrative:
The physician indicated the orthadapt bioimplant was fixated with only 3 to 4 stitches using absorbable sutures; the user is instructed to use only non-absorbable sutures. An assessment based on the provided info indicated the minimal suture fixation and the use of absorbable sutures to fixate the bioimplant likely contributed to the event by having unsecured graft irritating surrounding tissue on motion. The product was not returned to the MFR for evaluation. A review of the device history record (DHR) indicated the device identified in this report met all mfg requirements. The MFR of the device at the time was pegasus biologics, inc.